Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 46. Details of surgery: immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.